Event description:
The patient woke up one morning and felt no stimulation sensation in his right arm. Current impedance measurements were normal. Increasing the current/amplitude did not change impedance readings. The field representative reprogrammed along all the electrodes and could only elicit stimulation at 10.5 volts. The patient was sent have an x-ray of the system. The system status at the end of the clinic visit was that one lead was working and one lead did not provide stimulation, but had normal impedances. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).